Event description:
I was diagnosed with a non hodgkin lymphoma in 2006. I got breast implants in 1996. As a result to my lymphoma I have had two rounds of chemotherapy. The last dosage I received was in (B)(6) of this year. I currently have herpes zoster, which has resulted in a one month hospitalization and I am currently in a skilled nursing facility as I have severe malnutrition and have lost most the strength in my legs. I am not able to stand on my own. I recently saw on the news the link between breasts implants and non hodgkin's lymphoma, and researched it on the FDA's website. It said I should report this. I'm not sure what additional information you need.